Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Upon follow up computed tomography (CT) showed aneurysm sac growth. Physician brought the patient back for a CT angiogram (cta). The cta showed the patient had a type 3a endoleak and stent migration where the proximal extension has partially disconnected from the main body. The patient is in stable condition and has been scheduled for a subsequent endovascular procedure.